Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device had evidence of water ingress. The device's sensor board, power management board and system board were replaced to address the issues.